Manufacturer narrative:
Analysis confirmed the customer comment of a broken display screen and additionally noted that both output connectors were broken, the keypad was out of specification mechanically (the menu down arrow and select button domes were collapsing) and the hanger screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom screen was damaged. The status of the external pulse generator is unknown. There was no patient involvement. It was further reported that the product had been returned to service.